Event description:
Patient became unresponsive upon treatment initiation. Patient was given oxygen and normal saline. Patient was stable when sent via ambulance to a hospital emergency room for evaluation.